Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR and adverse event problem. The device was received for evaluation. Visual inspection observed dark particulate matter on the unspiked membrane of the additive port assembly near the cap/septum retaining ring. Microscopic inspection revealed that the particulate matter was embedded. Chemical characterization using fourier transform infrared (ft-ir) spectroscopy determined the particle was consistent with a thermally degraded polymer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified "little black" particulate was observed in the fluid path of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified in the dispensing room prior to patient involvement. No additional information is available.